Event description:
Technician reported at 550 hemodialysis device removed more weight than intended during a patient treatment. Approximately two hours into the intended four hour treatment the patient experienced cramping and treatment was discontinued. The patient was weighted and it was determined that 3 kg were removed. The target uf was 1 kg. The patient was administered 1l of normal saline and recovered from cramps. There was no patient injury or medical intervention associated with this incident.